Event description:
Diabetes educator called on behalf of consumer. She reported that the patient brought in a plastic bag with pen needles from 2 different lots. The needles are bent at the non patient end. Caller also reported needle clog during priming, she stated that the patient was not able to prime the needles. The tear drop labels were placed in the bag with the samples, but it is not known if the needles are nano ultrafine or nano 2nd gen. Lot #: 3136358. Catalog #: 320550. Date of event: unknown. Samples: available - sending mail kit.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d3 (country type & country) and h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.